Event description:
Reportedly, after the implantation, the ventricular lead had to be disconnected. Then, it has been tried to reconnect the ventricular lead but it was impossible to insert the ventricular lead into the connector.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. - visual inspection did not reveal any non-conformity on the external parts. - ventricular and atrial caps slit are correctly positioned in the middle of the cap and are not damaged, this means that the screwdriver was well inserted for the two lead connections. - ventricular setscrew is completely screwed and clearly visible in the cavity. - atrial port is clear of any obstruction. - no tightening mark was found on the ventricular setscrew. - no tightening mark was found on the atrial setscrew. - based on the available data, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, after the implantation, the ventricular lead had to be disconnected. Then, it has been tried to reconnect the ventricular lead but it was impossible to insert the ventricular lead into the connector.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.